Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the inspection verified that the bisector blade did not fully retract within the hub assembly. The complaint was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.